Event description:
It was reported that the male external catheter stuck to the patient and the patient experienced hurt. It was further reported that patient was missing the tube in it. No medical intervention was reported. Per customer via phone on 09jul2021,the customer received a replacement tube for the missing leg bag tube. The customer had male external catheter that stuck to skin and hurt when removing. The customer learned that wearing them long enough allowed the adhesive to be less strong over time. It was also stated that the customer switched to non-adhesive male external catheter 38304 but it would not stay in place. Customer had 29 unused male external catheters to return. Customer had the product 150107 which had a leg bag that retained urine odor even after cleaning it. Per customer via phone on 27jul2021, the product #32304 was worn about a week or two before removing and still leave sticky residue on penis which was difficult to remove.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect assembly operation / components / accessories placement¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the leg bag product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter stuck to the patient and the patient experienced hurt. It was further reported that patient was missing the tube in it. No medical intervention was reported. Per customer via phone on 09jul2021,the customer received a replacement tube for the missing leg bag tube. The customer had male external catheter that stuck to skin and hurt when removing. The customer learned that wearing them long enough allowed the adhesive to be less strong over time. And also stated that the customer switched to non-adhesive male external catheter 38304 but it would not stay in place. Customer had 29 unused male external catheters to return. Customer had the product 150107 which had a leg bag that retained urine odor even after cleaning it.